Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer¿s mother, who is the caregiver reported the ambulance transported her son to a hospital where a sensor scan of ¿lo¿ (readings less than 40 mg/dl) message was received as compared to blood glucose result of 35 mmol/l obtained on the hcp meter. The customer was diagnosed with hyperglycemia and administered unspecified infusion and insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.